Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('malposition of essure device location of device: essure device in rt ft poked out and into the uterus/ right tube coil was nebver [positioned correctly from implant procedure'), device expulsion ('malposition of essure device location of device: essure device in rt ft poked out and into the uterus/I was told that one of the coils was not completely in my tube') and genital haemorrhage ('heavy bleeding') in a 39-year-old female patient who had essure (batch no. B76525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptive pill from 1997 to (B)(6) 2013. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2017 and medroxyprogesterone acetate (depo-provera) from october 2013 to january 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/spoting"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / cramps") and adnexa uteri pain ("pain: midsection/ovarian area"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen and surgery (ablation and bilateral salpingectomy ¿ laparoscopic). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device expulsion, menorrhagia and vaginal discharge outcome was unknown and the genital haemorrhage, vaginal haemorrhage, dysmenorrhoea and adnexa uteri pain had resolved. The reporter considered adnexa uteri pain, device expulsion, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: results : failure to occlude (close) fallopian tubes. The right side tube was not completely closed. Dye was leaking through.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2019: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('malposition of essure device location of device: essure device in rt ft poked out and into the uterus/ right tube coil was never (positioned correctly from implant procedure), device expulsion ('malposition of essure device location of device: essure device in rt ft poked out and into the uterus/I was told that one of the coils was not completely in my tube') and genital haemorrhage ('heavy bleeding') in a (B)(6) year-old female patient who had essure (batch no. B76525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptive pill from 1997 to (B)(6) 2013. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2017 and medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/spotting"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / cramps") and adnexa uteri pain ("pain: midsection/ovarian area"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen and surgery (ablation and bilateral salpingectomy ¿ laparoscopic). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device expulsion, menorrhagia and vaginal discharge outcome was unknown and the genital haemorrhage, vaginal haemorrhage, dysmenorrhoea and adnexa uteri pain had resolved. The reporter considered adnexa uteri pain, device expulsion, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: results: failure to occlude (close) fallopian tubes. The right side tube was not completely closed. Dye was leaking through. Most recent follow-up information incorporated above includes: on 17-jul-2019: pfs received. Injury nos replaced with new events. Lot number was added. Added event malposition of essure device location of device: essure device in rt ft poked out and into the uterus, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), midsection/ovarian area pain, vaginal discharge, heavy bleeding. Updated outcome of events pain, cramping, spotting, heavy bleeding from unknown to recovered/resolved. Event onset date was added. Reporter's information was added. Patient's demographics were added. Historical drug, concomitant drugs, treatment drugs, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.